Manufacturer narrative:
The field application specialist cleaned the sample probes and performed deproteinization maintenance. The complained sample was repeated and the cholesterol value was close to 188 mg/dl. The investigation could not identify a product problem. The cause of the event could not be determined. The issue is consistent with incorrect pre-analytic sample handling or incomplete customer maintenance. Medwatch fields d1, d2, d4, g1, and g4 have been updated.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with chol2 on a cobas integra 400 plus. The sample initially resulted in a cholesterol value of 188.0 mg/dl. The sample was repeated twice, resulting in values of 333.6 mg/dl with a data flag and 186.4 mg/dl.

Manufacturer narrative:
The serial number of the integra 400 plus analyzer is (B)(6).